Manufacturer narrative:
Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for gastrointestinal (gi) bleed on (B)(6) 2017. On second day of admission, the patient was transfused 2 units of packed red blood cells (prbcs) due to an acute blood loss anemia. Push endoscopy was negative for any frank bleed. Octreotide was started and warfarin was re-started. After several days of medical management, the patient developed a few black stools with concern for a slow bleed. The patient underwent a double balloon enteroscopy (dbe) on (B)(6) 2018 with identification of slow bleed. It was clipped with full resolution. The patient was started on heparin as a bridge. The gi bleed resolved with hemoglobin (hgb) of 9.0 on (B)(6) 2017. While admitted the patient completed items required for heart transplant. On (B)(6) 2018 the patient was discharged with therapeutic inr of 2.0 and hemodynamically stable with a slowly resolving acute renal injury. The patient was eligible for discharge home in stable condition. The patient had been upgraded to status 1a on the transplant list due to device complication of gi bleed. The patient underwent routine transplant on (B)(6) 2018.

Manufacturer narrative:
A direct relationship between the device and the reported gi bleeding could not be conclusively determined through this evaluation. Heartmate 2 lvas was returned assembled with the driveline (dl) severed approximately 3¿ from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The apical sewing ring was not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed or adhered depositions or thrombus formations that would have impacted the flow of blood. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of heartmate 2 lvas revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.